Event description:
Livanova (B)(4) received a report that a s5 gas blender system failed during procedure and gave an alarm associated to a discrepancy between the actual and set flow value. Reportedly the issue occurred twice. Decision to replace the device with another was made and procedure could be completed successfully. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6).a fall in hospital gas supply pressure may have occurred leading to the reported error message. However, no issue with gas supply could not be confirmed by the customer. A picture of the reported failure was shared with livanova confirming the reported condition. A mass flow controller being out of range is suspected to be the root cause of the problem. The device is more than 10 years old and customer is evaluating if to repair the device or not. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Analysis of the complaint database revealed that no further events were reported for this unit, which was manufactured in 2011. The customer has not yet decided to repair the unit and is evaluating to replace the device with a new one. Based on the available information, it cannot be ruled out that the most likely root cause is one of the mass flow controllers being out of range. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.